Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: a visual inspection shows the device to be in used condition. Overall the device was unremarkable. Dimensional inspection: not performed as the event did not allege any dimensional discrepancies. Functional inspection: not performed as the event did not allege any functional discrepancies. Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The event was confirmed but the root cause of the reported event could not be determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported, "explant primary hip implants due to infections."

Event description:
It was reported, "explant primary hip implants due to infections."

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 542-11-52e, trident psl ha cluster 52mm, lot code: mmannl; cat. No.: 2030-6525-1, 6.5 cancellous bone screw 25mm, lot code: mltrtl; cat. No.: 6570-0-136, delta v-40 ceramic head 36/0, lot code: 42803603; cat. No.: 6721-0635, size 6 accolade ii 127 deg, lot code: 43390503. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.